Event description:
Reportedly, the programmer smells like burn. Moreover, there is an issue with the touchscreen and the programmer suddenly shuts down.

Event description:
Reportedly, the programmer smells like burn. Moreover, there is an issue with the touchscreen and the programmer suddenly shuts down.